Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of patient on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2015. Sensor was inserted on (B)(6) 2015. It was reported that the patient used an alternate skin prep spray outside of the user's guide's specifications. The animas vibe user's guide states: use skin prep such as IV prep (to clean and prepare site for infusion set insertion). At the time of contact, no injury or medical intervention was reported.